Event description:
(B)(6). Reported: during the procedure, when ptfe guidewire would be positioned, the tip was seen broken **gfe received on (B)(6)2019 provided the following updated event information**(als): during the procedure, when ptfe guidewire would be positioned, the tip was seen broken?.? Did it mean that the distal tip was detached? -the next point was damaged, part of the coating was missing. They did not use it, they passed another ptfe guide, they did not keep it for return. -the ptfe guide was taken out of the package. It was not used because it was damaged and another guide was passed to surgery. Type of procedure: kidney stone extraction.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Decision made to proceed with limited investigation as the device was not returned and no additional information was provided.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. We are awaiting return of the device to conduct further testing.

Event description:
(B)(6) reported: during the procedure, when ptfe guidewire would be positioned, the tip was seen broken gfe received (B)(6) 2019 provided the following updated event information (als): during the procedure, when ptfe guidewire would be positioned, the tip was seen broken?.? Did it mean that the distal tip was detached? -the next point was damaged, part of the coating was missing. They did not use it, they passed another ptfe guide, they did not keep it for return. -the ptfe guide was taken out of the package. It was not used because it was damaged and another guide was passed to surgery. Type of procedure: kidney stone extraction.